Manufacturer narrative:
E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the motor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device motor was replaced, and the device passed all testing.

Event description:
It was stated that the patient reported there was an error message showing on his pump, showing up a 5 digit code- 41622. There was patient involvement, but no report of patient harm.